Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
706907252- shaking]: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported he fell about 5 months ago and broke his hip. Pt stated he is living in a rehab facility in (B)(6). Pt stated he does not feel like he is getting therapy benefit from the stimulator. Pt stated he used to be able to lay flat and he would feel a tingle sensation but he is no longer feeling that sensation and he is feeling more pain since about 2 to 3 months ago. Troubleshooting was unable to be performed as the patient was redirected to their healthcare provider to further address the issue. The patient mentioned unrelated medical history including pt did mention that he has a dbs device.

Event description:
Patient called and repeated previously reported information. Patient stated they are going to a rehab hospital and they have a problem with their memory at times so if they get worked up their memory is affected. Patient reported they fell at 3am that morning straight down on his knees and both knees patient stated when they went to the rest room at 7am that's when they fell and broke the hip. The patient stated anytime they walk his legs start quivering and they have a tendency to split out. The caller thought it was from weeping leg syndrome. The caller stated that they have fallen at least 20 times this year. The caller stated that they had a unrelated surgery back in march and the ins was kept on for the surgery. The caller stated that prior to the surgery they were able to feel the stimulation as they moved. The caller stated after the surgery they no longer could feel the stimulation. The caller stated that the ins was working fine prior to the surgery. The issue was not resolved through troubleshooting. The patient was redirected to their health care provider to further address the issue. The caller also has a scs device and was able to connect to the external equipment to the scs ins. The caller stated that the handset was showing them that the scs device was depleted and no longer providing therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.